Manufacturer narrative:
(B)(4). Per DHR the product hemolok ml clips 6/cart 84/box lot# 73l1500446 was manufactured on 11/23/2015 a total of 18,032 pieces. Lot was released on 11/26/2015. DHR investigation did not show issues related to complaint.

Event description:
The clips are not closing properly. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). DHR review could not be conducted since the lot number was not provided. The customer returned thirteen representative samples of 544230 hemolok ml clips 6/cart 84/box for investigation. The actual sample was not returned. The representative samples were returned in its original packaging with the box. The returned samples were visually examined with and without magnification. Visual examination of the returned samples revealed that the clips appear typical. No defects or anomalies were observed. Reference files pic_anp1900051065 for investigation photos. Functional inspection was performed on three of the returned representative samples. A lab inventory clip applier was used. All six clips in the first cartridge that was tested were properly able to load into the jaws of the applier and close. Two clips were applied to over-stressed surgical tubing and were able to properly close. The clips were all successfully able to remain closed. This was repeated for two more cartridges with the same results. No functional issues were found with the returned clips. Other remarks: the IFU for this product, l06112 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were only representative samples that were returned and there were no functional issues found with the devices. The reported complaint of "clips not closing" could not be confirmed since the actual sample was not returned. Thirteen representative samples were returned in place of the actual sample that resulted in the complaint issue. Upon functional inspection, no problems were found as clips could be loaded into the jaws of a lab inventory applier and close with no issues. The probable cause of this issue could not be determined without the actual sample. No further action will be taken.

Event description:
The clips are not closing properly. The patient's condition was reported as fine.

Manufacturer narrative:
The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events. (B)(4).

Event description:
The clips are not closing properly. The patient's condition was reported as fine.